Event description:
It was reported during the permanent scs implant procedure, the physician observed a small dura puncture and subsequent cerebrospinal fluid leakage. The patient remained asymptomatic. The procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.